Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was not used and replaced. The patient was in stable condition.